Manufacturer narrative:
Concomitant medical products: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The patient was referred or a consultation to explore the possibility of replacing her battery as well as possibly revising or replacing her paddle lead. No date is known as to when this appointment will occur.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 39565-65, serial/lot #: (B)(4), ubd: 11-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient was scheduled to have their lami lead replaced due to suspected high impedance on the lead. The patient has two systems, an overdischarged ultra (5+ plus years overdischarged) and an intellis. The patient has a 39565 and two on point leads, which are bilateral over her peroneal nerves. The patient has been non complaint since her original implant with charging, on both systems. Her right flank battery was replaced approximately a year ago, which she believe was connected to her surgical lami lead, with on point leads connected to the left flank battery. The rep has not heard from the patient since her post op appointment after her batter replacement. They were not present at her surgical consult. The intra-op xray was performed prior to starting the procedure to replace the 39565. Upon review, the surgeon and rep agreed that the lami lead was in fact connected to the overdischarged ultra, not the intellis. The md was not comfortable proceeding with surgery without confirming which leads were connected to the which battery, and the ultra-battery was unable to be read due to the overdischarge. The surgery was aborted. The patient's other system's configuration was changed to two on point leads. The stimulation was turned up to perception, and the confirmed the leads were the peroneal leads. The issue was not resolved at the time of the report. Possible surgery is not scheduled yet. If/when it is, an updated can be made as to whether or not the lead was replaced. The rep did not have adequate information/x-ray in order to accurately forecast this event.